Event description:
Hill-rom received a report from the account stating the left head brake caster will roll when it brake mode. The bed was located at the account in labor and delivery 7. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the left head brake caster not holding most likely due to normal wear and tear. A search of the hill-maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the caster to resolve the issue. Based on this information, no further action is required.